Event description:
Initial result for a pt sodium was 129 mmol/l. When repeated on another analyzer, the result was 141 mmol/l. The incorrect result was not reported. The field svc rep was unable to determine a cause for the discrepant results.